Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a saccular thoracic aortic aneurysm in zone 2. The left subclavian was coiled during the index procedure. The proximal neck was 31-34 mm in diameter. The distal neck was 34 mm in diameter. There was mild calcification and mild thrombus from the puncture site to the lesion site. There was moderate angulation from the puncture site to the lesion site. It was reported that at the 1 week follow up a CT check found a type ia endoleak from the proximal side of the lesser curvature. The following day coiling was done on the proximal side of stent graft in two sections. Angiography showed that the endoleak resolved. Physician comment: it is possible that type ia endoleak was caused by proximal neck calcification and space which was made between the stent and the calcification. A review of several returned images showed that the arch was not acutely angulated, but there appeared to be calcification present as well as a short proximal seal zone. From these limited images the exact cause of the endoleak could not be determined.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; aortic calcification); (cause of event is unknown). Conclusion: known inherent risk of a procedure (endoleak); device failure related to patient condition (anatomy related; aortic calcification); (cause of event is unknown).